Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged and the pins are bent. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.